Event description:
It was reported that the patient was inappropriately shocked 24 times in two days. Oversensing and lead fracture were also reported. The pace/sense portion of the lead was capped and replaced with a new pace/sense lead. The high voltage portion remains in use. No further patient complications have been reported as a result of this event. Attorney later alleges the lead had exhibited a fracture and/or was explanted. Additionally, it was alleged the patient is deceased.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The device is part of the advisory for this model.